Event description:
Additional information stated that a fall caused the head injury which mainly caused the abnormal contact.

Manufacturer narrative:
Continuation of d10: product ID 3387. Serial# unknown: product type lead product ID 37085-60. Serial# unknown: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information clarified that revision was no longer needed. The original abnormal impedance was clarified to be high.

Manufacturer narrative:
Continuation of d10: product ID: 3387, product type: lead. Product ID: 37085-60, product type: extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The patient's dbs system was checked again and surprisingly the impedance was back to normal. Rep believes the connectivity matters and somehow went back to normal after a certain period.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was implanted in 2016. They have a revision dbs replacement soon because one of the active contact (0-) was abnormal. The manufacturer representative (rep) would like to do intra-op testing by reopening the lead/extension area. How to measure impedances on the lead intra-op was reviewed.

Manufacturer narrative:
Implant date is an estimated date (year valid). Continuation of d10: product ID 3387 (serial: unknown); product type: 0200-lead; product ID: 37085-60 (serial: unknown); product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.